Event description:
It was reported that the insulin pump alarmed button error twice. The customer did not know the blood glucose reading. She stated that she runs and was in training for a marathon when it rained; she noted that she got drenched twice in the past week. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No button error was observed during testing. No moisture damage found. Cracks to the case, reservoir tube lip and display window noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.